Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented in the emergency room. Upon interrogation of the patient's implantable cardioverter defibrillator, it was noted that the device delivered inappropriate high voltage therapy and antitachycardia pacing in response to an atrial event. It was suspected that the inappropriate therapy induced atrial fibrillation and was noted that the patient was able to successfully return back to sinus rhythm after the event. No intervention was reported. The patient will be monitored and is currently stable.